Manufacturer narrative:
The device has not been returned for an evaluation. The investigation is ongoing.

Event description:
A user facility reported that the the vaser stopped functioning in the middle of the surgery which resulted in an aborted procedure with the patient under general anesthesia more than 60 minutes. The physician tried wireless foot-pedals as well as a wired cable to no avail. The user facility also reported the handpiece was inoperable. The system was tested before the procedure. The treatment was carried out normally on the patient's torso, but when continuing onto the back, the handpiece stopped working. The total time of the vaser delivery was 20 minutes. The treatment was not able to completed with another system or different method. The procedure was canceled and the delay under general anesthesia was noted above 60 minutes; therefore, the case meets the reportability requirements and is deemed as a serious injury.

Manufacturer narrative:
The customer confirmed the vaser device was working and passing self-tests. However, the handpiece was not returned for evaluation. Delayed procedure due to inoperable handpiece and system is identified in vaserlipo system risk assessment. Based on the available information, no causal factors can be determined, and no conclusions can be found. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. At this time, no corrective action is necessary.